Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the server results log for the questioned run was reviewed. The run was valid, met all assay specification requirements, and no error codes or flags were displayed for the controls (alinity m sars-cov-2 negative ctrl and positive ctrl). Patient sample ID (B)(6) was valid. Review of the amplification curves does show an unusual curve which is due to low fluorescent signal which may be indicative of inhibition that was identified in the internal control (ic) and target channels. The assay software is performing as expected. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 514359 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 514359 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 514359. The products passed quality specifications at the time of release. The CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 514359 and its components and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: the lot specific complaint history review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 514359 identified two additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 514359. Both tickets were independently investigated and no product deficiency was identified. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 514359 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported a false negative result on the alinity m sars-cov-2 assay. The customer received a negative result on their first run. Customer re-tested the sample on another platform when they noticed the initial result generated an abnormal amplification curve. Retest generated positive results. The customer confirmed the positive result. The negative result was not reported outside the lab, so it was not made available to have impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.